Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose level of 270 - 360 mg/dl and ketones; cause was not known. Multiple boluses and injections were delivered to address the elevated blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding diabetes management.